Manufacturer narrative:
A ge service representative performed an on site investigation. The f6 fuse, touchscreen, and ethernet card were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had a touchscreen failure and a problem with the keyboard. Also the system would not communicate with pacs. No patient injury was reported.